Event description:
The customer called to report that he was treated by the paramedics. The customer believed that it was due to high blood glucose levels, but was unsure. The customer stated that he was staying at a hotel, and woke up in the lobby with paramedics and police attending to him. The customer also reported that the insulin pump had alarmed no delivery. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.